Manufacturer narrative:
The screws have not returned for evaluation. It is unknown if revision surgery occurred. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Any required fields left blank were not known at the time of submission.

Event description:
A patient underwent a surgical procedure on (B)(6) 2017. Around 5 months postoperatively, it was discovered that two fixation screws fractured.